Event description:
The customer reported that the insulin pump was giving her extra insulin and she passed out. The customer checked the bolus history and found a bolus delivery that she did not program while she was sleeping. The paramedics were called, treated her and left. The blood glucose was 26mg/dl. The customer mentioned having low glucose level for the past two or three months. Troubleshooting was performed, and no damage to the drive support noted. Reviewed the bolus history and found a bolus that she did not program. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.